Event description:
While attempting to place a powerglide into a pt. In his left lower forearm when resistance was met when trying to advance catheter. Some resistance was also met when attempting to remove catheter and needle. Noted tip of catheter appeared to be jagged and slightly shorter when compared to same size catheter. Small firm piece noted on area by the insertion site. Becton dickinson product # f120080t, lot #regz0606.